Event description:
Bard luminexx stent deployed in pt in right iliac artery. The stent "deployed itself" when stent wasn't even being touched and then advanced itself into the distal aorta/right iliac area. No injury to pt.